Event description:
Information received indicates the bed has no ground.

Manufacturer narrative:
The hill-rom technician found the ground prong was broken on the ac power cord. The technician replaced the power cord to repair the bed.